Event description:
The customer reported to olympus three (3) thunderbeat probe tips broke off in the patient and required retrieval during the same procedure. The customer reported to olympus the subject device probe tip broke off and fell into the patient during an unknown procedure. The broken piece was retrieved. The customer proceeded with the surgery using a similar device which also broke and fell into the patient too. A third similar device was used to attempt to complete the surgery and the probe tip also broke and fell into the patient. A total of three (3) devices broke at the probe tip during the same procedure and were retrieved from the patient. The fourth thunderbeat device was used successfully to complete the procedure. It is unknown if there was surgical delay and how long it may have been. It is unknown how the broken pieces were retrieved. A request for additional information is in progress. This event includes 3 broken thunderbeat probe tips which fell into the patient and required retrieval: (B)(6): device 1; (B)(6): device 2; (B)(6): device 3. This report is 3 of 3 for (B)(6): device 3.

Event description:
Additional information was received from the customer: the procedure performed was a therapeutic total laparoscopic hysterectomy (tlh). The physician was performing a colpotomy at the time the probes broke. The customer reported the active blade broke off and fell into the patient's pelvis. The blades were retrieved with a laparoscopic grasper. It was reported there was no harm or injury to the patient, and the procedure was delayed approximately 30 minutes under general anesthesia. The customer stated the device was inspected prior to the procedure.